Event description:
Additional information was received on 2019-jun-03 from a health care provider (hcp) via a manufacturer representative reporting that the cause of the feeling that the wire was coming in and out was due to the impedances being out of range on one of the leads. The patient was reprogrammed and was getting good coverage. It was reported that they would re-evaluate in a month when the patient would be seen again in the clinic to determine if the issue was resolved. It was noted that next steps was a potential lead revision. Additional information regarding the communication issues between the controller and implantable neurostimulator (ins) was received noting that the issue resolved after taking out the batteries of the controller and putting them back in. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2015. Product type lead product ID 3998 lot# (B)(4). Implanted: (B)(6) 2007. Due to additional information received, the device code c53269 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 3998, lot# v032070, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4); product ID: 3998, serial/lot #: (B)(4), ubd: 23-apr-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was calling to request a manufacturer representative (rep) to come to their healthcare provider¿s (hcp¿s) office. The caller stated that they were unable to connect the controller with the ins for a couple of months now (2019). They stated that ¿it felt like one of the wires were coming in an out¿ and they were not getting therapy all of the time. It was indicated that this had been occurring for about three months (2019). It was indicated that the patient had an appointment schedule with the hcp for (B)(6) 2019 at 1:30. No further complications were reported/anticipated.